Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a flat crease and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening in the anterior, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior due to surgical damage.

Event description:
Healthcare provider reported a right side deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported deflation on an unknown side. Device has been explanted.